Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's sensor readings are inaccurate. Customer wore the sensor for three days but took it off because she did not feel safe with it. The sensor reading would be 3.0 mmol/l, but when customer checked with a glucometer her blood glucose was between 25 and 27 mmol/l. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.